Event description:
I'm 37, female. Allergan 410mm biocell implants placed in 2012. Started presenting symptoms about 4-5 years after. My health keeps declining, no doctor can diagnose what is wrong with me. All routine labs test within ranges. Extreme fatigue, arthritic pain, swelling, forgetfulness, general feeling sick/unwell, joint pain, swelling of hands, raynaud's syndrome, dizzy spells, feel of lack of oxygen, sporadic breast pains. I still have implants inside of me, no surgeon accepts insurance although mine covers the removal, or they simply don't believe it's the implants making me sick. I originally got them for reconstruction purposes for massive weight loss and deformity. I got the textured implants as my surgeon stressed the less likelihood of having capsular contracture, which it was the only side effect to worry about that was explained to me other than the swelling, bruising and possibility of infection after surgery. I hope my story helps. I'm willing to help to prevent these large corporations to continue to use innocent lives as test subjects. I'm getting tested for other diseases as no one thinks it is the implants but me. Spending hundreds of dollars on medical tests, money I don't have. Reference report: mw5115762.